Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when she removed her sensor the cannula was missing. The patient's blood glucose at the time of incident was 135 mg/dl. Troubleshooting was initiated for the sensor break. The customer stated that she saw a tiny piece of the electrode but not the full sensor cannula. After closer inspection the customer identified what may have been a retracted needle within the plastic housing, and that the sensor was intact. Additionally, she did not identify any sensor broken sensor pieces in her body. The sensor was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Found the sensor cannula retracted inside the sensor base. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used.